Manufacturer narrative:
Additional narrative: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. A device history record (DHR) review was performed for part number: ssx626, synthes lot number: 8796272: release to warehouse date: 11.mar.2014, expiry date: 01.mar.2019, manufacturing site: (B)(4): no non-conformance reports (ncr¿s) s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Additional medical/surgical intervention required. According to the x-ray images the complaint condition can be confirmed. The part was not returned. Therefore, a detailed investigation could not be performed. A review of the device history records found no issues that would have contributed to this complaint. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the first inlay was damaged (not the second inlay as previously reported on initial mw) upon insertion, possibly because the superior endplate was positioned/inserted in a way that impeded the progress of the inlay into the inferior endplate. Surgeon was heavily impacting the medium inlay pusher. Then the surgeon utilized the second inlay, which was erroneously inserted into endplate prior to implantation by surgical team member. Concomitant devices reported: inlay pusher-medium (part # pdl432, lot # unknown. Quantity 1), distractor 12mm (part # pdl424, lot # unknown, quantity 1).

Manufacturer narrative:
Patient information is unknown. The device was not implanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: surgical. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported about a total disc replacement (prodisc l) occurred on (B)(6) 2017. A member of the surgery team incorrectly inserted an inlay into the inferior endplate component prior to implantation. Sizing and keel cuts were performed, implant packaging was opened, and the superior and inferior endplate devices had been implanted. A second inlay was damaged upon insertion, possibly due to heavy impacting, as the superior endplate was positioned/inserted in a way that impeded the progress of the inlay into the inferior endplate. Insufficient distraction was achieved to reconcile endplate obliquity and enable unimpeded insertion of the polyethylene inlay. A second inlay was used. This inlay was previously incorrectly inserted into the inferior endplate prior to implantation. The surgeon continued to heavily impact the inlay, fluoroscopy imaging was taken and confirmed the visual inspection of a "gap" and "step" present at the interface between the inferior endplate and inlay. There was over a 2 hour delay in procedure. Concomitant device: spine implant (part/lot unknown, quantity 1). This complaint involves four parts. This report is for an inlay (second (2nd) used during procedure - discarded). This report is 2 of 4 for (B)(4).